Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was not available for evaluation as it remains in the patient. Evaluation of the images taken directly post-operatively and at the next follow-up do not clearly show a loss of implant height. The images provided are aligned differently which skew the orientation and perception of height. Based on the information provided and the inability to evaluate the mechanical state of the spacer, it cannot be determined if there was any loss of height.

Event description:
It was reported that the elsa spacer experienced a loss of height post-operatively. The patient is experiencing no adverse reaction and a revision is not planned.